Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delivery anomaly. The customer was assisted with delivery anomaly troubleshooting. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer tried to treat with insulin pump bolus. The customer stated that their healthcare professional stated that the bolus information was missing. The customer stated that the insulin pump was under delivering insulin. The displacement test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected possible under delivery anomaly noted. Pump passed the delivery accuracy test. Pump received with minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected possible under delivery anomaly noted. Pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window, and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.